Manufacturer narrative:
On july 20, 2021, mentor received additional information indicating that the replacement devices were the following: (left) 650cc mentor memorygel breast implant catalog: shpx650 lot: 9569257 sn: (B)(6) and (right) 650cc mentor memorygel breast implant catalog: shpx650 lot: 9569257 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 29, 2021, mentor received additional information indicating that during the patient's revision surgery on (B)(6) 2021, she was also diagnosed with asymmetry of the right breast areola. She underwent left breast open capsulectomy and revision of the right breast areola. On august 4, 2021, the mentor failure analysis lab received the device for evaluation. On august 6, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 400cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). Complication on the right breast will be reported under mrn: 1645337-2021-09043. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On june 22, 2021, mentor received additional information indicating that the patient will possibly be undergoing replacement with mentor gel implants (catalog: shpx-595 or shpx-650). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Future date of explantation: (B)(6) 2021 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone primary breast augmentation with two 400cc mentor memorygel breast implants, suffered left breast capsular contracture (baker grade iii), post-procedure. The capsular contracture was diagnosed via physical examination. As a result, the patient has been scheduled for implant explantation surgery on (B)(6) 2021.